Manufacturer narrative:
(B)(4). On (B)(6) 2022 customer returned pump for an alleged cracked case and broken battery tube threads. Insulin pump received with multiple cracks on the case and broken battery tube threads. The insulin pump passed the displacement test and p-cap locks properly into the reservoir compartment. Minor scratched lcd window, cracked belt clip slot, broken battery tube threads and cracked reservoir tube lip.

Event description:
Information received by medtronic indicated that the battery compartment was broken and cracked. No harm requiring medical intervention was reported. The customer will discontinue use of the device.